Manufacturer narrative:
Additional information: as per currently available information, in situ testing results are consistent with device malfunction. However, an investigation of the explanted device will be necessary to confirm a root cause of failure. Re-implantation surgery is considered, but no date has yet been scheduled.

Event description:
Patient is not hearing with the device since 5 weeks. The hearing perception with the device stopped suddenly. No accident or trauma has happened. External were checked and work properly. In situ measurement was indicative of a device malfunction. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Initial report received in (B)(6) 2017 states that the user had lost hearing sensation suddenly 5 weeks prior. No accident or trauma was initially reported, however as per additional information received the recipient had several accidents. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is not hearing with the device since 5 weeks. The hearing perception with the device stopped suddenly. No accident or trauma has happened. External were checked and work properly. Re-implantation is considered.